Event description:
Caller had an MRI of the brain and was expecting a quieter experience as stated in brochure. Felt that the noise was close to "torture" because it was so loud. Caller described it as ear splitting and the loud noise went on for 30 minutes. Pt had headache afterwards. Unsure if this was due to technician error or machine malfuncton.